Event description:
A customer contacted becknam coulter regarding an erroneously high troponin (accu tnl) result from one pt sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tnl result for the pt was 0.59ng/ml (above the ami cut-off). The result was not reported out of the lab. The customer indicated that the original sample was retested for accu tnl. The repeated accu tnl result for the pt was 0.09ng/ml. No additional information regarding this event is provided.